Event description:
It was reported that the patient had additional saline added to the reservoir as the cylinder strength was weak. No components were removed or replaced. No patient complications were reported.